Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that the patient passed away due to a programming error by her pain management physician when he was increasing the dosage of the bolus. It was believed that the software modification implemented in 2009 was inadequate as it failed to provide an attention grabbing warning or audible alarm if the percent of dosage change exceeded or fell below safe and effective dosing ranges. It was asked that the manufacturer consider implementing a software update so that the error that resulted in the patient's death would not be repeated.